Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in the (B)(6).

Event description:
Allegedly a hip revision of detailed components due to hip pain. Radiolucent lines around stem. Milan neck extractor to remove modular neck then tl stem extractor for stem. Radiolucent lines showed possible loosening but stem well fixed distally. Cup extracted by explant. Hip implanted in (B)(6) by dr (B)(6). Primary case not on njr. Njr revision number will be generated on post-surgery submission of surgery by surgeon/unit. Explanted implants retained by surgeon. Revision to cpt stem and trabecular metal.

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.